Manufacturer narrative:
(B)(4).

Event description:
Upon follow up. Surgeon anticipated the result being off due to patient being post refractive.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that after an intraocular lens (iol) was implanted, a patient experienced blurry vision. The lens was exchanged for a different lens one month after initial implantation. Lens power was based on aberrometry. Clinically incorrect iol power was the clinical reason given for the explant.

Manufacturer narrative:
Additional information provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided. The clinical application specialists (cas) reviewed the case and provided feedback. The system suggested an intraocular lens (iol) of 16.5d. However, the implanted iol was 17.5d with a target refraction of 0.00 (plano). The notes indicate the target refraction should have been -0.65d. The iol exchange was listed as 19.0d 105; the axial length used for the calculation was listed as 25.27. The cas also notes that the right eye axial length is listed at 25.27 and the left eye was listed as 25.52, which is a 0.25d difference. The cas has indicated that the patient had poor fixation in that eye. There was an artifact in the camera and the iol placement position was not captured after the iol was placed. The cas mentions that the surgeon should not have used the suggested values, as the artifacts noted could have changed the readings. Based on assessment, the product met specifications at the time of release. The customer reported a patient experienced blurry vision after implanting a lens based on the recommendation provided by the system. Per the clinical review, a review of the surgery revealed poor control of surgical variables, which likely attributed to the recommendation provided by the system. The root cause of the reported event can be attributed to surgical/clinical factors unrelated to the functionality of the device. The manufacturer internal reference number is: (B)(4).